Event description:
Additional information was received that the hypotension and the pericardial effusion was not observed until the echocardiogram was performed following the implant procedure. Per the physician, the perforation was related to severe hypertrophic left ventricle, with reduced cavity dimensions and the patient death was related to the immediate difficult recovery following the cardiac surgery. Per the physician, the valve and the delivery catheter system (dcs) can be excluded as contributing causes to the patient's death. Per the physician, the cause of the death was the left ventricle perforation, which was noted to be induced by the non-medtronic catheter/guidewire.

Manufacturer narrative:
Updated data: b2., b5., h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No images were provided to medtronic, so no image review could be performed. The valve remained implanted, so it was not returned to medtronic for analysis. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: criteria not met. Upon review of the information provided, this event was assessed as not related to the valve or the delivery catheter system. Per the physician, the cause of the death was the left ventricle perforation, which was noted to be induced by the non-medtronic catheter/guidewire. No further safety assessment required at this time. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Pericardial effusion is a known effect that can occur after cardiac procedures due to procedural complications. Vascular complication, such as perforation, is a known potential adverse effect per the IFU, and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. Per the physician, the perforation was related to severe hypertrophic left ventricle, with reduced cavity dimensions. The patient death was related to the immediate difficult recovery following the cardiac surgery. It is unknown if an autopsy was performed and with valve remained implanted. No allegations were made against the device. Per the physician, the valve and the delivery catheter system (dcs) can be excluded as contributing causes to the patient's death. Per the physician, the cause of the death was the left ventricle perforation, which was noted to be induced by the non-medtronic catheter/guidewire. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, while under mild sedation, the access was noted to be left femoral vein with a 5 french introducer, left radial artery with a 6 french, right femoral artery with a 14 french (main operating access for a bioprosthesis implantation with ultrasound guided puncture). Pre-dilation was performed with a 18 millimeter (mm) balloon. It was noted that there were severely calcified native leaflets. Good positioning of the valve was confirmed by fluoroscopic and echocardiographic control. At the end of the implant procedure, hypotension was observed. An echocardiogram was performed with showed a pericardial effusion. A pericardiocentesis was performed and there was a reduction of the effusion seen along with the patient's blood pressure increasing. Due to the labile hemodynamic compensation, the patient was converted to open heart surgery to attempt to perform a surgical repair. The patient was intubated, sedated and the surgery was started. During the surgery, an extremely dilated and hypokinetic heart was noted. The patient's heart was inspected and bleeding was noted from the middle l ateral wall. Per the physician, the complications that occurred caused led to the patient's death. Per the physician, the valve did not contribute to the perforation or the patient death.